Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had experienced a blood glucose of 2.3 mmol/l and was unsteady while standing. The patient treated the alleged blood glucose excursion by drinking juice. The reporter stated that the patient had woken up with a low blood glucose, and was unable to provide a reason for it. The reporter was unable to complete troubleshooting at the time of the call. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-dec-2018 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten due to continuous use. The current available pump history showed the pump was delivering the programmed basal rates. The pump passed delivery accuracy testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.